Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue in the device error log. The fse replaced the battery and the issue was resolved.

Event description:
It was reported that the unit declared an error 1124 (battery failure).the device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.